Event description:
A customer reported a discrepant result when using the bact/alert® culture bottle. The culture bottle flagged positive and was sub-cultured to reveal a bacillus species organism; however, the healthcare professional determined the patient was not infected by that organism. The customer reported there were no signs of contamination, yellow-colored sensors or turbid media present prior to inoculation. When specifically asked, the customer indicated that no death, injury or mistreatment was associated with this issue. Biomerieux has initiated an investigation into this issue.